Manufacturer narrative:
The customer found pinched drain tubing in the needle cartridge causing the leak. The customer replaced the tubing and the instrument ran without leaks. (B)(4).

Event description:
The customer reported an uncontained fluid leak of approximately one (1) ml from an unknown location inside the coulter lh 500 hematology analyzer. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory gown when the leak occurred.